Manufacturer narrative:
E1:patient city: lübeck. Patient country: germany. Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca . Zip code91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced tape not sticking event on 03 may 2026.